Manufacturer narrative:
A DHR review and complaints history review could not be performed as lot information was not provided. Visual, dimensional and function analysis could not be performed as the device was not returned. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision total hip for asceptic loosening. Update: 28/jun/2018: as reported in "adverse consequences details": the patient required a revision of their acetabular component.